Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code was caused by a faulty connector socket. However, the specific cause of the faulty connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The b30 error message was displayed due to a faulty scope socket. Also, evaluation found the housing had minor cosmetic damage and the lamp life was over 500 hours. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was a b30 scope communication error on the evis exera iii xenon light source. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.